Manufacturer narrative:
Patient presented with statement that device was not working. Battery replacement was ultimately performed and device was disposed of onsite, precluding any explant analysis. No further action to be taken.

Event description:
From the call center: gastric generator is not working.